Event description:
It was reported that during an unk procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Damaged clip track and antibackup. Eval summary: the analysis results for the mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips as the anti-backup was noted to be non-functional. Upon disassembly of the instrument the clip track was found to be damage, therefore not allowing the proper feeding of the clips into the jaws. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.